Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that there was non-intuitive motion on the universal surgical manipulators (usms). It was stated that the movements were reversed. The tse confirmed with the customer that the assignments of the usms were correct. The tse asked the customer to perform a power cycle and cycle the circuit breaker on the surgeon side console (ssc), but the issue was not resolved. The tse asked the customer to reinstall the endoscope and cancel the guided tool change (gtc) function by pressing the instrument clutch button, which resolved the reported issue. The procedure was completing as planned with no patient harm, adverse outcome, or injury.

Manufacturer narrative:
The reported event was addressed with phone support. The site reseated the endoscope and cancelled the guided tool change (gtc) function to resolve the reported problem. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.